Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning pain at the pocket site. It was believed that the exposure of some wires that was noticed during the battery swap was a fractured lead (MFR: 3006630150-2020-03715) and was causing this burning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.